Event description:
Patient experienced a port leak. Per the patient, the "leakage" was first noticed "during an appointment for filling the band with saline, the doctor noted that about 3-4 cc's of fluid had been lost. The doctor refilled the band and consistently noted in each follow-up that the band was losing fluid. Fluoroscopy diagnostic testing on [date] revealed a port leak but there is no surgery scheduled yet."

Manufacturer narrative:
Taper ii - the product associated with this report has not yet been explanted and returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."